Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed there were no visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There were no visual indication of particulates in the cassette compartment. The pump b mushroom head was found to be cross-threaded on its shaft. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse cardiac arrest and subsequent expiration. Although the patient was connected to the liberty cycler at the time of the event, there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction was associated with the serious adverse events. However, the exact etiology and nature of the cardiac arrest is unknown; therefore, causality cannot be firmly established. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease is the leading cause of death in dialysis patients. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the patient¿s cardiac arrest and expiration, as the patient was actively undergoing treatment when the events occurred. Additionally, given the absence of autopsy report, treatment records and a manufacturer evaluation of the suspect device; there is insufficient evidence to conclude the root cause of the events.

Event description:
It was reported that patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) expired while undergoing ccpd therapy. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient expired on the morning of (B)(6) 2020, while at home. The patient¿s liberty select cycler was performing drain four of four, when it encountered a ¿patient line is blocked¿ alarm. The pdrn stated a review of the treatment data revealed the patient did not reset the alarm and had approximately 2000 ml of solution remaining in their abdomen upon their expiration. The pdrn stated it appears the patient may have been awake when the event occurred, as the patient¿s glasses were on, they were slightly sitting up in bed and there was an emesis basin with approximately 200 ml¿s of brown liquid next to the bed. The pdrn reported that the nephrologist stated the events were unrelated to the utilization of the liberty select cycler or any fresenius product(s) or device(s). The patient¿s esrd death notification was received and stated the patient¿s primary cause of death was a cardiac arrest of unknown origin. Additional information was requested (e.g. Autopsy report, treatment records), however the pdrn stated these documents were unavailable due to the patient¿s record being closed.